Event description:
According to the reporter, tacks were out of timing. Would deploy halfway out of distal tip of device after the conclusion of the firing sequence. Drive piston would not line up perpendicular with the distal tip - not allowing reload to affix properly to handle. Tacks would deploy under no load conditions but gears would slip once load applied to distal tip. Problem could not be rectified with device; resolved by using protack instead. Case was delayed and inconvenienced due to tack reload loading difficulties. Staff frustrated and unhappy with device. This issue did not result in tissues damage or patient injury. The case was not delayed more than 30 minutes as a result of this problem. Reference pe# (B)(4) for second patient.